Event description:
It was reported that during use the device did not charge. It is unknown if there was a delay in the case and if a backup device was available.

Event description:
It was reported that during use, the device did not charge. A backup device was available to continue treatment. No patient harm reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. This evaluation was not able to establish a relationship between the event reported and the device. The visual inspection found defects to the outer case. The functional evaluation found no fault with the device battery or with charging the device. The device performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, with similar instances recorded in the past three years. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.